Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 16-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was undergoing a trial of a spinal cord stimulation system. It was reported that the patient lost pain relief during the trial. When the manufacturer representative met with the patient, it was noticed that the lead was broken. The patient then had the lead removed/pulled by the physician. There were no further complications reported. On (B)(6) 2019, img (rep): additional information received from the re reported that the patient had significant pain relief during the trial and that they were moving forward with the permanent implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they were unable to find the wens or lead in their stock. No further complications were reported or anticipated.